Event description:
Caller reported blood glucose results of 310 mg/dl and 151 mg/dl within 10 minutes on the aviva system. Reported a second, separate comparison of blood glucose results of 414 mg/dl and 147 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
(B)(4). (B)(4). Yoke teeth. The analysis results found that an ats45 device was received in good visual condition and with no reload loaded in the device. The clamping mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic prostatectomy procedure, the device fired fine but some of the staples were not completely formed. There was some bleeding. It was controlled by suture and ligation. There was no patient impact. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.